Manufacturer narrative:
Updated d3 - mfg establishment name. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was a unknown. Upon further investigation downstream occlusion seal delaminated. The downstream occlusion seal was replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed downstream occlusion (dso) calibration test. Occurred during testing. There was no patient involvement.